Event description:
Device returned for analysis with report that the device "stalled." After repeated attempts health care professional reached who reported that patient reported increasing stiffness. Patient also had a urinary tract infection which was treated with some initial improvement of the stiffness. Pateint's stiffness returned with swelling of her left leg and foot. Suspected cellulities. It was determined that the pump needed explaint as a stall was suspected. Patient has been successfully maintained on therapy since the pump replacement.